Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A vitreoretinal surgeon reported that the trocars have been leaking a lot for the last couple of weeks. Patient and procedure outcome are unknown. The number of patients and devices involved are unknown.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was visually inspected and was found non-conforming with a septum that is not closed completely (overlapping). No damage to the septum was observed. The sample was functionally tested for leak testing and was found to be conforming. The returned sample was found to be functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).